Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level were 58 mg/dl ,118 mg/dl ,50 mg/dl and 129 mg/dl, 59 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose. Customer also reported that the average sensor glucose verses blood glucose differences should remain under 20% over the life of the sensor. Insulin delivery was suspended due to sensor glucose verses blood glucose difference. Sensor glucose value that triggered the suspend on low and suspend before low event was just normal therapy. Low limit in sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 59 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.